Manufacturer narrative:
(B)(4).

Event description:
It was reported a few instances of post-paced t-wave oversensing was noted from reviewing a remote transmission. The recommend programming changes were not completed at the last check-up. The patient will be seen for a follow-up in six months. The patient condition is well.

Event description:
New information received states the oversensing was resolved with programming back in (B)(6).